Event description:
(B)(4). The dentist reported the non osseointegration of one dental implant cm drive implant 4.3x10 mm, but did not provide any other info about the case.

Manufacturer narrative:
(B)(4).